Event description:
When the clinician was turning the device to disconnect the nose guard from the catheter hub, the nose guard separated from the needle guard. The needle was left exposed. There was no user or pt injury.